Event description:
It was reported that during a left internal / common carotid artery stenting procedure, the patient experienced right hand weakness and slurred speech. Both events resolved on (B)(6) 2012, without treatment. On (B)(6) 2012, the patient was discharged home; however, on the same day, (B)(6) 2012, one day post implantation of two rx acculink stents, the patient experienced a stroke. There was no treatment provided. The symptoms are noted as continuing and improved. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Stent: rx acculink 10x20. Other: bivalirudin. Embolic protection: rx accunet. There was no reported product deficiency. The reported patient effects of cerebrovascular accident and neurological deficit dysfunction are known observed and potential adverse event as listed in the rx acculink instructions for use. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.